Event description:
It was reported that the patient surgery was complete, preparing to transfer patient from operating room table to in-patient bed. Removed perineal post, had patient cross arms across chest, when patient crossed left arm across chest, patient rolled to the right falling off operating room table. Patient fell slowly off operating room table, left foot coming out of hana table boot while right foot stayed in boot attached to table. Patient sustained a fractured ankle. There is no indication of a device malfunction.

Manufacturer narrative:
Contacted the user facility to request more information. The cause appears to be user error, in conjunction with the challenges of handling obese patients. Additional in-service training was offered but declined. The owner's manual (nw0508 rev y) does say; "warning": when the patient is no longer secured to the table, assign at least one attendant to support the patient until safely transferred to the stretcher. Added patient weight. Added initial reporter information.

Event description:
It was reported that the patient surgery was complete, preparing to transfer patient from operating room table to in-patient bed. Removed perineal post, had patient cross arms across chest, when patient crossed left arm across chest, patient rolled to the right falling off operating room table. Patient fell slowly off operating room table, left foot coming out of hana table boot while right foot stayed in boot attached to table. Patient sustained a fractured ankle. Because the complainant is not available to be interviewed, it is not possible to establish with certainty what actually occurred. There is no indication of a device malfunction. It appears to be a user error. The owner's manual does say: warning: when the patient is no longer secured to the table, assign at least one attendant to support the patient until safely transferred to the stretcher.